Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was implanted. On (B)(6) 2015, the patient was admitted to the hospital for a presumed copd exacerbation. An iatrogenic neck hematoma as well as a pneumothorax was noted. Further workup revealed streptococcus endocarditis with a large vegetation on the aortic bioprosthesis suspicious for an aortic root abscess. Antibiotics were administered. The patient was transferred for surgical evaluation. On (B)(6) 2015, due to increasing respiratory distress, the patient was intubated and brought to the ICU for further management. Following intubation, the patient became hypotensive requiring significant vasopressor support. The patient had possible blood coming from his ng tube that was presumed to be due to an upper gi bleed. He sustained an acute kidney injury as evident by a creatinine of 230. On (B)(6) 2015, the patient died secondary to sepsis from streptococcus septicemia in the presence of endocarditis and copd exacerbation.